Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unknown at this time.

Event description:
It was reported that a revision procedure was completed on (B)(6) 2020 as the nail was not lengthening post-operatively. No patient injury was reported.